Event description:
The event is reported as: incoming inspection alleged issue: package torn/broken. No patient injury reported.

Manufacturer narrative:
A visual inspection of the picture received was performed and it was observed that the package was broken. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Although, from the picture it was observed that the package was broken the complaint cannot be confirmed and a conclusive root cause can not be determined since the sample was not available. However, the manufacturer will continue to trend relating complaints.